Manufacturer narrative:
Batch review performed on 01 april 2019: lot 183932: (B)(4) items manufactured and released on 29-oct-2018. Expiration date: 2023-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: acetabular component revision due to fracture occurred few weeks after cementless double-mobility total hip arthroplasty. No information concerning patient age, comorbidities and bone quality is available. Subclinical intraoperative fracture and/or bone weakening due to acetabular preparation may have contributed to the occurrence of this event. There is no reason to suspect a faulty device.

Event description:
The patient came in, 4 weeks after primary surgery, complaining of pain caused by a fractured acetabulum. The cause of the fracture is unknown. The surgeon repaired the fracture and revised the cup, the liner and the head. The surgery was completed successfully.